Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced exacerbation of congestive heart failure. Possible intermittent atrial undersensing was noted on current and stored electrograms (egm). It was reported that the patient stated they were previously informed they had a fractured lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.